Event description:
Pelvic abscess [pelvic abscess]. Case description: initial information was received on 23-jul-2008 from hcp via company representative. The reporter indicated (4) different female patients developed pelvic abscess after placement of seprafilm. This report is for the first of four patients. At 3-4 weeks prior to the submission of this report, the patient received seprafilm placement after a caesarian section and developed pelvic abscess. At the time of this report, the outcome of the patient was unknown. No further information provided. (B) (6).